Manufacturer narrative:
Additional information was received that no device malfunction was suspected. Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.